Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
DHR trend summary: no patterns were found. Therefore, no additional actions are deemed required. The trend of (B)(4), fluid leak complaints will continue to be monitored. And corrective actions will be taken in the future, if deemed appropriate.

Event description:
Healthcare professional reported, left side deflation. Device remains implanted.